Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a clavicula plate broke post op. The plate was removed during a revision surgery and another plate from another manufacturer was implanted. At the moment, part and batch numbers of the plate and the associated screws are unknown. Further more, the date of the initial surgery and the revision surgery are unknown. Update 17-sep-2020: following information received from patient's solicitor: along with the plate the following screws were used: 3x ar-8835-x (length unknown), and 5x ar-8835l-x (length unknown). Patient is male, size 178 cm, (B)(6) kg, yob: (B)(6), retired. He did not ride bike, nor did he move heavy loads, nor was he physically active. Update 21-sep-2020: following update received: initial surgery was performed on (B)(6) 2020. Revision surgery was performed on (B)(6) 2020.